Event description:
Reference number (B)(4). Event occurred in the united states. It was reported on (B)(6) 2024 that the patient encountered infusion set cannula was kinked within 3 hours of insertion which results into high blood glucose level. The customer addressed the high blood glucose by correction bolus via mdi. The insertion site was at front/side of stomach. The patient confirmed that the introducer needle was ahead of the cannula prior to insertion. The patient regularly rotated the site location. The issue got resolved by replacing the infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4).